Event description:
It was reported that the cast cutter was getting warm when used during a cast removal procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the device has a stripped screw was confirmed upon inspection. All the non-conforming parts are replaced and the device was sent back to the customer after passing the final inspection.

Event description:
It was reported that the cast cutter was getting warm when used during a cast removal procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.